Event description:
During troubleshooting of an unrelated alarm, it was reported that a home patient experienced a failure to follow therapy steps while performing peritoneal dialysis on the homechoice device. The patient stated that they had left the patient line clamp closed during the prime, connected to the homechoice, and then started the initial drain. The technical service representative assisted the patient to end therapy and advised the patient to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. This complaint is for a report of a use error in which the patient left the patient line clamp closed during prime, connected to the device, and initiated therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to open the clamps on lines connected to solution bags and the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.